Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 12:15 pm CT. The report number is being corrected from: 2134265-2018-64659 to: 2134265-2018-63344.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 4.0-4.5mm x 16-24mm, eccentric, de novo target lesion with significant bend of >45 degrees was located in a mildy calcified coronary artery. After pre-dilatation was performed with a 4.0mm x 20mm non-bsc balloon, a 16mm x 4.50mm rebel stent was advanced but failed to cross the lesion. When the device was removed, it was found that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. The distal end of the stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 4.0-4.5mm x 16-24mm, eccentric, de novo target lesion with significant bend of >45 degrees was located in a mildy calcified coronary artery. After pre-dilatation was performed with a 4.0mm x 20mm non-bsc balloon, a 16mm x 4.50mm rebel stent was advanced but failed to cross the lesion. When the device was removed, it was found that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.